Event description:
It was reported that a user experienced bluetooth connectivity difficulty between a newly placed dexcom g7 sensor and the ilet, including a ¿dosing stops soon¿ alert, and the sensor required re-entry of the pairing code and re-pairing with the ilet, after which pairing and warm-up were communicated and completed. Symptoms included no reported changes in blood glucose. Outcomes included no impact on clinical status and continued therapy after successful reconnection. Investigation included technical support troubleshooting and user education. Investigation of this case revealed successful reconnection after guided re-pairing steps with no device damage reported and no performance issue persisting after pairing. It was concluded that the event was related to pairing setup and that normal operation resumed following re-pairing and warm-up.